Event description:
It was reported that the patient had an infection around their device following surgery. The area had to be drained and was the patient was prescribed antibiotics. The pump was used to infuse an unknown drug.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).